Event description:
Reporter alleged the lancet needle used in a device for finger-stick blood glucose testing would not retract fully after use. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.